Event description:
The facility indicated the head section runs continuously.

Manufacturer narrative:
The facility's maintenance unplugged the left head side rail and the head section stopped running. The facility has not completed repairs to the bed.